Event description:
It was reported that foreign material was on the introducer sheath. A 5f x 11cm .038 super sheath was selected for an unspecified procedure. During unpacking, it was noted that a human hair was found inside the unopened sterile package of the sheath. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: only the sheath, dilator and the foreign material in a plastic bag were returned for analysis. The foreign material was observed and it looked like a 3cm of threadlike thing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that foreign material was on the introducer sheath. A 5f x 11cm .038 super sheath was selected for an unspecified procedure. During unpacking, it was noted that a human hair was found inside the unopened sterile package of the sheath. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).